Event description:
It was reported that during an ablation procedure using a blazer open-irrigated catheter they experienced irrigation blockage and a loss of impedance. No patient complications were reported. The device is expected to be returned to boston scientific for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.